Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the starclose instructions for use (IFU) states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to achieve hemostasis appears to be related to the absence of device training. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of a right common femoral artery (rcfa) was attempted using a starclose se device with a 6fr sheath after a percutaneous coronary intervention. Reportedly, the starclose se clip was deployed; however, hemostasis was not achieved. Manual arterial compression was applied; however, swelling at the groin site was noted. An ultrasound was performed and thrombosis and a pseudoaneurysm were noted at the rcfa. Reportedly, a non-abbott compression assist device was placed and hemostasis was achieved. After 6 hours with the non-abbott compression assist device, an ultrasound was taken and the thrombosis and pseudoaneurysm subsided. There was no adverse patient sequela and the patient was discharged to home. The site did not report a clinically significant delay in the procedure. The physician is reportedly not trained in the use of the starclose se device. No additional information was provided.